Event description:
The physician was attempting to stent the common iliac artery of a patient with the paramount stent. He had pre-dilated the stenosis with an angioplasty balloon and was positioning the stent in the common iliac. He then decided that the lesion was too narrow and decided to remove the paramount stent and the delivery system. He then again dilated the stenosis and asked for the paramount stent system. This was when it was noted that the stent was no longer on the delivery system. They thought the stent had fallen onto the floor or table but it was then noted to be in the patient. The stent had positioned itself in the origin of the internal iliac. No resistance had been felt when removing the paramount delivery system. Physician then had to "jail" the un-dilated stent with another with another stent in the origin of the internal iliac artery.